Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(problem codes, investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person), h4. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that there were two similar complaints reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found a "drive transducer needs maintenance message. Both had been replaced on previous visits. The fse replaced the pneumatics interface pcb. The iabp was restarted without alarms. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) made a high-pitched noise and had a black screen on start-up. There was no patient involvement, and no adverse event reported.